Manufacturer narrative:
B3: september was month of event, but exact date not provided. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. As a result of checking the event history log, it confirmed that there was a record of error code 1720. Functional testing also confirmed the reported issue. The problem was possibly caused from a defective back up capacitor. The device was returned unrepaired to the customer at customer's request.

Event description:
It was reported that there was an error 1720 displayed. Backup capacitor abnormality. There was no patient involvement and no health damage to the patient in this incident.